Event description:
This report is based on information provided by the philips the field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that its battery is defective the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device and found the battery was defective. A battery to be sent to customer. No further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered into this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordering a replacement battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.